Event description:
The customer was hospitalized due to hypoglycemia. The blood glucose reading at the time of the event was not reported. The customer stated that the insulin pump delivered two boluses without him programming them. The customer was advised to discontinue use of the insulin pump and a replacement insulin pump was sent to him.

Manufacturer narrative:
The insulin pump passed the basic occlusion, prime, excessive no delivery and displacement tests. However, intermittent button response was observed due to a flattened dome switch on the act button.